Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. It was indicated that the device serial number is unknown; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 18.0 diopter lens was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 and replaced with the same model, but different diopter power of 8.5. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In review, the initial emdr did not report the ''myopic miss'' as the reason for the planned explant. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.